Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga india had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, in micu- iii dr sunil got the venflon pro safety 16g cannula which was having blood stain, we at bd got the information through email today morning.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. A stain mark is observed on the catheter, but the defect could not be seen clearly from the photos returned. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro safety 16ga india had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, in micu- iii dr sunil got the venflon pro safety 16g cannula which was having blood stain, we at bd got the information through email today morning.